Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 04-oct-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting that took place in september 2015 (case# FDA-2014-n-0736-1327) in (B)(6) 2013. Consumer reported that she was assured that essure was most definitely more effective than a tubal ligation. According to her, her cycles became very heavy and painful. On (B)(6) of 2014 she found out she was expecting yet again. Consumer states that she has mental health issues and this is why they decided it was best for their family to not have any more children. Because of essure she had to have her tubes removed. Now she suffers horrible cramping and states that for all she knows the missing coil could still be in her, but no one knows. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. She delivered a healthy child. According to her, doctors were never able to locate one of essure coils (the device has moved out of place). She had essure removed. The reported events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. Additionally, if device movement (migration or expulsion) occurs during essure therapy, its contraceptive efficacy may be compromised, resulting in pregnancies. In this particular case, consumer never returned for her confirmation test; and one of essure coils was later found dislocated. Although pregnancy in the present case may be considered rather a consequence of non-compliant use; since it occurred approximately one year after essure insertion; and as it is unknown if the reported device dislocation occurred before or after pregnancy onset, an essure contraceptive failure cannot be excluded. This case was regarded as incident since essure removal (intervention implied) was reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Other non-serious events were later informed. No follow-up information is expected since this is a social media case.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted in 2013. Consumer already had two boys when she underwent essure insertion procedure in the summer of 2013. She did not undergo the follow-up visit because her insurance would not pay for it. A year after having the device planted (2014); she suspected that she could be pregnant. A pregnancy test was performed and the result was positive. She worried she might have an ectopic pregnancy, but her baby was born healthy. Additionally, she stated doctors were never able to locate one of her coils (the device has moved out of place). On an unspecified date, essure was removed; consumer stated she felt much better after having the coils removed. Ptc investigation result received on (B)(6) 2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who became pregnant after essure (fallopian tube occlusion insert) insertion. She delivered a healthy child. According to her, doctors were never able to locate one of essure coils (the device has moved out of place). She had essure removed. The reported events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance. Additionally, if device movement (migration or expulsion) occurs during essure therapy, its contraceptive efficacy may be compromised, resulting in pregnancies. In this particular case, consumer never returned for her confirmation test; and one of essure coils was later found dislocated. Although pregnancy in the present case may be considered rather a consequence of non-compliant use; since it occurred approximately one year after essure insertion; and as it is unknown if the reported device dislocation occurred before or after pregnancy onset, an essure contraceptive failure cannot be excluded. This case was regarded as incident since essure removal (intervention implied) was reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow-up information is expected since this is a social media case.